Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation the original complaint of the blank screen was unable to be duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pump was opened and there were no intermittent conditions found on the display flex connecter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.